Manufacturer narrative:
Sections with additional information as of 25-jun-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; defect was detected: no response upon strip insertion. Test strips were returned for evaluation; no defect was detected corrected. Sections as of 25-jun-2020: h10: most likely underlying root cause corrected from "mlc-44: user has low battery" to "rc-001: miscellaneous user induced contamination on the strip connector".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-44: user has low battery. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for battery issue accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of hypoglycemia. Medical attention is reported as a result. Customer stated that on (B)(6) 2020, she did not feel well and her daughter helped her with a glucose test. The meter read a result of 40mg/dl. Customer stated she drank orange juice and ate a banana. The following day, customer called her doctor. Doctor stated in the event of that happening again, she should place sugar under her tongue and drink orange juice. Customer stated it occurred again when her meter read 60mg/dl. Customer did as doctor recommended and placed sugar under her tongue and went to the doctor. Caller stated the doctor lowered her diabetic medication. Customer stated her meter read 80mg/dl and felt symptoms of hypoglycemia. Customer is in contact with her doctor regarding her diabetes. The product storage location is undisclosed. During the call a back to back blood test was not performed. The test strip lot manufacturer¿s expiration date is 12/31/2020 and open vial date is undisclosed.